Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse educator reported : we had another issue with leaking tubing. It was leaking from the fill chamber. There was no harm reported. The issue did stop an active infusion as the line needed to be changed out. This was a central line with d15 running. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The probable root cause could be related to supplier manufacturing assembly defect. Manufacturer was notified of this incident. Current process controls detection 1) visual and dimensional sampling inspection at incoming inspection area. The batch review could not be performed as the affected batch was not provided.